Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 20609603. Product family: scs-linear leads, upn: m365sc2366500. Model: sc-2366-50, serial: (B)(6), batch: 20609603.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a lack of pain relief. The patient underwent a revision procedure where the leads were replaced. The patient was doing well post-operatively. The explanted devices were disposed at the facility and were not returned to bsc.